Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the stopper of a 1 ml bd safetyglide¿ insulin syringe with bd¿ permanently attached needle was damaged. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
On 20jun2018, (B)(4) received one (1) 1ml, 12.7mm, 29g bd safetyglide syringe in opened blisterpack from batch# 6351516. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by (B)(4), the stopper was first visualized in the assembled device and was noted to appear 'smeared'. The device was cycle tested and noted that there was adequate lubricant within the barrel, ruling out a dry barrel contributing to the error. Additionally, the plunger rod/stopper were disassembled from the device and the stopper was noted to retain its deformed configuration, as was noted through visual inspection of the device. The stopper was disassembled from the plunger rod to verify proper molding of the two components and a slightly bent plunger rod tip was noted. Investigation conclusion: probable root cause for this defect appears to be a misalignment of the plunger rod/stopper during assembly into the syringe barrel. When this type of event occurs, it has an increased chance of 'smearing' the stopper as the plunger rod is inserted into the barrel.